Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using an implant that was too long, or installing the implant too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2591251, mfd. 06/13/17, exp. 2022-06-13, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7055m-90, lot# 2591263, mfd. 06/29/17, exp. 2022-06-29, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7045m-90, lot# 2591241, mfd. 06/13/17, exp. 2022-06-13, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The patient later reported radicular pain complaints in (B)(6) 2017. It was learned in (B)(6) 2019 that the patient had an unreported revision procedure where two of the three implants were removed. The revision date and performing surgeon are unknown.